Event description:
It was reported to boston scientific corporation in 2005, that a maxforce tts high performance balloon dilatation catheter device was used during a egd procedure performed in 2005, (patient age, gender and weight are unknown). According to the complainant, the inflated balloon burst while in the patient. The balloon was removed and another balloon (manufacturer unknown) was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device destroyed.